Event description:
The initial reporter received questionable elecsys hcg+ss results on cobas e411 disk module. The initial result was 6.94 iu/l with a data flag. The result was reported to the patient, and the sample was retested in another laboratory. The repeat result was 4771 iu/l. The sample was repeated in the same laboratory, where the initial result was obtained, and the result was 4771 iu/l. The reagent lot number is 516539. The expiration date was requested, but not provided.

Manufacturer narrative:
The field service representative found the reagent cassette hcg + beta was not available to be checked. He found the lid of the cover plate was cracked, the cap of the cuvette holder was broken and the anti-rotor protection was worn out. The positions of the needle and liquid level detection were acceptable. The last preventative maintenance was performed on (B)(6) 2021. It was discovered that the customer is changing the date on the analyzer, resulting in difficulties with the traceability of results, calibration, and controls. According to the customer, the last calibration was performed on (B)(6) 2021. The investigation is ongoing.

Manufacturer narrative:
The customer's qc is in range and no further events have been reported. The issue is consistent with the use of expired reagents.